Manufacturer narrative:
Additional information will be submitted within 30 days of receipt. This is one of three reports submitted for the same event. Please reference MFR report#s: 1016427-2009-00089, 9616099-2009-00623.

Event description:
A male patient with a history of stroke, hypertension, diabetes and hyperlipemia, was admitted for stenting of a 50% lesion in the left internal carotid artery. It is uncertain if there was pre-existing thrombus at the site. There was no calcification or vessel tortuosity. The angioguard xp's delivery and the stent placement (precise) were successful. Post-dilatation was performed with balloon catheter (aviator plus), inflated to 10 atms. During the procedure, the patient's blood flow stopped. The blood around the target lesion was suctioned by an aspiration catheter (eliminate, clinical supply). The angioguard xp was removed from the patient's body and soon after, the blood flow returned to normal. The procedure was done without any other problems. Medications given pre-procedure: clopidogrel sulfate, cilostazol, glimepiride, olmesartan medoxomil and pitavastatin calcium; intra-procedure: heparin sodium.